Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not functioning properly. The patient's blood glucose at the time of incident was 5.2 mmol/l. The way in which the pump alleged malfunctioned is unspecified, but the customer stated that their blood glucose is high in the morning even though it was low in the night. The customer did not feel safe using that particular insulin pump. The customer was advised to contact her hospital for a new pump. No products were shipped or returned.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.